Event description:
Customer called and said that he had a weld break on his bed.

Manufacturer narrative:
This bed frame has not been inspected yet due to the bed frame not being returned yet. The location of where the actuator broke is unk at this time. A new bed frame was shipped out to the customer on (B)(4) 2013. This problem has been assigned CAPA #(B)(4), and a f/u report will be submitted upon completion of the corrective action.